Event description:
A malfunction was reported on the customer's pump, identified by malfunction code malf 16. There was no adverse impact to the customer's blood glucose level. The customer was instructed to open the tandem t:slim mobile app to upload logs for further investigation, and a replacement pump was arranged to be sent by the technical support team. The customer would use a backup insulin pump to ensure uninterrupted insulin delivery. Upon follow up cts will replace pump.